Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician was treating a complex case with a diseased left circumflex artery (lcx) and left anterior descending artery (lad) leading into a diseased left main coronary artery (lmca). Both the lad and lcx were wired and intravascular ultrasound (ivus) used. An unspecified 3.0 x 20mm stent was deployed in the mid lad. The 20 x 3.50 promus premier stent was then introduced to treat the lmca and was implanted overlapping the stent in the mid lad. When the stent was implanted, jailing the lcx guide wire occurred. The lmca was very short, 2-3mm, and some of the promus premier stent extended into the aorta. The physician stated that his aim was to place 1mm of the stent into the aorta, but that it was difficult to place due to a lack of guide catheter support. A second guide wire was inserted in the lcx. Angioplasty was then used to open a side branch to the lcx which resulted in the proximal end of the premier stent becoming 'tipped'. An unspecified 3.5 x 20mm stent was introduced into the lmca for culotte into the lcx. The lad guide wire was removed and the 3.5 x 20mm stent deployed. The lmca was post dilated and balloon angioplasty was then use to open the side access to the lcx. Ivus was run several times. After difficulty was encountered using the old jailed wire, the lad was rewired with a new guide wire. Two 4.0mm non compliant kissing balloons were deployed in the lad and a 4.5 or 5.0 balloon was deployed in the lmca. Flow in the vessels was very good, the patient's status was stable, and ivus indicated a very good end result. The physician stated that the issue was not with the stent but with incorrect insertion of the guide wire in the lcx. "He did say for this procedure he changed the way he normally wires the second wire in the circ: normally he would pull back the lad wire to the bifuracation (but not out of the stent) and then insert the wire into the circ."

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).